Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. No physical investigation of the unit had been made; no physical investigation of the unit will be made. Customer refused to pay for any type of service to this unit. Customer refused to provide any additional information, or simply did not know the answers. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) had an error message and after troubleshooting it was decided that blood got into it and something needed to be replaced. The unit was swapped and there was no patient harm.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.